Event description:
Pt in fairly good health, presented to the hospital with complaints of back pain. Myelogram 4 days prior to admission. Complaints at this time, dyspneic, sob. Found to be have coronary artery disease, an anterior very large myocardial infarction. Underwent a percutaneous transluminal angiography and an intraaortic balloon pump was inserted postprocedure. Ten hours after insertion the shuttle gas tubing was noted to be filled with blood. It was not any marked tortusity noted upon insertion of the pump. Pt did not suffer any further ill effcts from the above.